Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Patient retained.

Event description:
As reported: "the patient was treated with a long gamma nail (B)(6) in the case of a complex proximal femur fracture on the left. She now presents herself with complaints and x-rays. This shows a break in the y-nail. The patient was subsequently revised surgically on (B)(6) 2020. The patient was given the material."

Event description:
As reported: "the patient was treated with a long gamma nail 11/19 in the case of a complex proximal femur fracture on the left. She now presents herself with complaints and x-rays. This shows a break in the y-nail. The patient was subsequently revised surgically on (B)(6) 2020. The patient was given the material."

Manufacturer narrative:
Correction: refer to h6 patient code. The reported event that unknown_kie_product (as reported: unknown gamma3 trochanteric long nail) alleged of issue ¿implant - breakage post-operative" could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically, if one or more contributing issues concurrence with each other. More detailed information about the complaint event as well as the affected device, patient¿s medical records and x-rays must be available in order to determine the root cause of the complaint event. Based on the past complaint history the probable root cause would be but not limited to; patient factor (nonunion, delayed union, traumatic overload and cut out of lag screw), or user related (e.g. Implant was weakened / damaged when implanted; inadequate reposition, wrong nail geometry chosen, position of implant is incorrect, mislocking, mis-drilling) etc. If the device is returned or if any additional information is provided, the investigation will be reassessed.